Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 1 of 3. The baxter technical services representative (tsr) was unable to determine the cause of the alarm, and assisted the hp to end therapy and remove the cassette. The tsr advised to dispose of the supplies and start over with new supplies. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. A patient line extension was being used; it had been properly connected prior to prime. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about the event. He had brought his homechoice in to the clinic for her to look at, and everything seemed fine. The patient did not report any defects about his supplies to the nurse. She did not know the lot numbers for the supplies, nor did she have any samples. The patient's therapy has been going well since and no adverse effects were reported in relation to this event. Bps contacted the home patient on (B)(4) 2012. He stated that he was unable to get the homechoice to work that night, even after starting over with new supplies. He had the homechoice swapped. He did not notice anything unusual about his supplies. There were no samples available and he did not recall the lot. Otherwise, therapy has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.